Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis could not be completed. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that as the home patient was about to connect to the setup for peritoneal dialysis on the homechoice, the caregiver (cg) discovered that the minicap was missing from the transfer set line. The technical service representative assisted the cg in ending therapy. There was no patient injury or medical intervention reported. No additional information is available.